Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was exposed to high magnetic field and the device alarmed motor error during rewind. Performed a displacement test and the inulin pump did not pass the test. The alarm occurred during prime. No further info was provided.